Manufacturer narrative:
Product event summary: analysis confirmed the reported screen calibration issue due to the touch screen overlay. Analysis also confirmed the keyboard was missing. Analysis also found the left keyboard hinge was cracked and an error was found in the programmer software updates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen is incorrectly calibrated. It was also reported this programmer doesn't have a keyboard. The programmer was returned for service. No patient complications have been reported as a result of this event.